Event description:
It was reported that the system 9600emi's image would blank out when the system interconnect cable was moved. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the lemo connector on the system interconnect cable was loose. The system was tested and found to be working as intended and placed back into service.